Event description:
It was reported that the patient experienced twitching in their shoulder with pacing. It was noted that the right atrial (ra) lead exhibited high thresholds, non-capture, undersensing and pacing spikes. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead had dislodged and become coiled up in the pocket and the right ventricular (rv) lead had also dislodged and was pulled back into the superior vena cava (svc) as seen in an x-ray. Both leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.